Event description:
The complainant alleged that during inservice training using this device the screen displayed a "status 56" message. The complainant indicated that there was no patient involvement with this reported malfunction.